Event description:
Caller states customer received the following results on the aviva system within 10 minutes: 1) 140 mg/dl and 22 mg/dl, 134 mg/dl and 65 mg/dl the comparisons were obtained on the same day, 5 hours apart. Low blood glucose symptoms were reported with these results. Customer was able to self treat and low blood glucose symptoms improved shortly after treatment. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Event description:
Caller states customer received the following results on the compact system within 10 minutes: 1) 140 mg/dl and 22 mg/dl 2) 134 mg/dl and 65 mg/dl the comparisons were obtained on the same day, 5 hours apart. Low blood glucose symptoms were reported with these results. Customer was able to self treat and low blood glucose symptoms improved shortly after treatment. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired. Results were obtained on the compact system.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a low anterior resection procedure, the device was fired across the rectal sigmoid junction, the staples on specimen side were fine. The first fire was with the linear stapler. While positioning on rectum, it had not been closed the surgeon noticed prior to firing that some of the staples had come out and were lying on the bowel. The cartridge was taken out and replaced with a new linear stapler. The surgeon waited 15 seconds and fired completely. The surgeon closed the device and there was not excessive force to close. When he fired the device it fired smoothly with no excessive force. After firing, the surgeon inserted circular sizer into rectum, there was a hole. The sizer was inserted with little and no resistance, the sizer broke through. Initially there appeared to be no staple line. The surgeon could not see the staples. Later it was noticed that the staples were there and appeared to be formed properly. The surgeon stated the patient had radiation and chemotherapy. Therefore the surgeon thought the tissue would be a little thicker than normal due to the radiation. The surgeon chose the blue load to use. Later in the case, after discovering there was a hole, the surgeon commented the tissue was very thin. The case was completed with hand sewn anastomosis. The surgeon had to give the patient a diverting colostomy (temporary). This was not planned; however, the patient knew of the possibility prior to the procedure.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired.